Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 03/06/2017 (pfs-390) pfs and medical records received. Alleges pain in left hip and buttock, limited mobility and discomfort sitting, metallosis and pseudotumor, and a post-revision surgery infection requiring additional surgery. Left hip re-revised for acute post-operative infection approximately two weeks following left hip revision surgery for metal-on-metal failure. Revising surgeon noted serosanguinous fluid throughout superficial and deep tissues, with continued soft tissue inflammation consistent with previously reported metal debris from metal-on-metal construct. Also identified multiple minor dehiscences of superficial and deep tissue repairs from prior revision surgery, as well as some necrotic and inflamed tissues posterior and superior to the hip socket.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.